Manufacturer narrative:
The device was received in the lab in bvvi mode. The device print outs were reviewed and showed the device had entered bvvi due to power on reset (por). During analysis, arc marks were found on the can of the device. The arc marks were consistent with high voltage therapy delivery, which was due to lead to can abrasion. Due to the high voltage therapy resulting in arc marks on the can, the output stage of the device was damaged, resulting in the device to enter bvvi. Related manufacturing reference number: 2938836-2018-03489.

Event description:
The patient presented in clinic following a vibratory alert. Upon interrogation, the device was found in back-up vvi mode. The device was explanted and replaced and the patient was in stable condition.